Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5078272) on 16-jul-2018. The most recent information was received on 09-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. Patient was a healthy female in good health, never had been hospitalized except for the birth of her two children. Concomitant products included betamethasone, ibuprofen, metoprolol, paracetamol (tylenol) and progesterone. In 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization, disability and intervention required), palpitations ("heart palpitation"), headache ("headaches"), dysgeusia ("metallic taste in my mouth"), fatigue ("fatigue"), rash generalised ("rashes all over my body"), stress ("stress"), procedural pain ("post op pain from my surgery") and malaise ("general malaise"). The patient was treated with surgery (bilateral salpingectomy with hysteroscopy to remove essure device). Essure was removed in 2018. At the time of the report, the abdominal pain, palpitations, headache, dysgeusia, fatigue, rash generalised and stress outcome was unknown, the procedural pain had not resolved and the malaise had resolved. The reporter considered abdominal pain, dysgeusia, fatigue, headache, malaise, palpitations, procedural pain, rash generalised and stress to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality-safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
E was initially received via regulatory authority (us food and drug administration, reference number: mw5078272) on 16-jul-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. Patient was a healthy female in good health, never had been hospitalized except for the birth of her two children. Concomitant products included betamethasone, ibuprofen, metoprolol, paracetamol (tylenol) and progesterone. In 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization, disability and intervention required), palpitations ("heart palpitation"), headache ("headaches"), dysgeusia ("metallic taste in my mouth"), fatigue ("fatigue"), rash generalised ("rashes all over my body"), stress ("stress"), procedural pain ("post op pain from my surgery") and malaise ("general malaise"). The patient was treated with surgery (bilateral salpingectomy with hysteroscopy to remove essure device). Essure was removed in 2018. At the time of the report, the abdominal pain, palpitations, headache, dysgeusia, fatigue, rash generalised and stress outcome was unknown, the procedural pain had not resolved and the malaise had resolved. The reporter considered abdominal pain, dysgeusia, fatigue, headache, malaise, palpitations, procedural pain, rash generalised and stress to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure in place. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.